Manufacturer narrative:
One turnpike lp 150cm was returned to vsi for evaluation. The distal tip of the catheter was severely damaged and a small piece was separated exposing the ptfe inner layer. The catheter shaft showed signs of damage consistent with torque. The event description states that after many rotations in the body the distal tip separated. A manufacturing record review was completed and zero nonconformances were found. A returned product evaluation was completed. The catheter tip was separated and the ptfe inner layer was exposed. The catheter shaft had signs of torque damage which is consistent with rotating the catheter in a calcified lesion. The most likely root cause for this failure is damaged during use.

Event description:
Patient presented with a very calcified cto. Turnpike lp was placed inside the body and after many rotations, 1mm of the tip broke off and was lodged inside the lesion. Catheter was removed and other devices were used to open the lesion. Eventually the lesion was ballooned and stented successfully, with the tip of the turnpike stented against the vessel wall. Physician noted that after multiple angiograms, the tip was lodged between the stent and vessel wall and was not moving. Physician also acknowledged the difficult nature of the lesion/case and believed the broken tip was the result of strenuous use of the device. The case was deemed a success: the target lesion was successfully opened and the patient is doing fine.